Manufacturer narrative:
The insulin pump was received with ghosting display, problem isolated to lcd board. No display anomaly or unexpected icons found on screen. The insulin pump had cracked reservoir tube and scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer's mother reported via phone call that they found an icon on the screen. The customer's blood glucose was 195 mg/dl at the time of incident. The customer's mother stated that the display screen would grey out when buttons pressed. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.